Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 540 mg/dl. The customer¿s other blood glucose level was 400mg/dl and 275 mg/dl. The customer treated with the manual injection. Customer stated that the cannula was bent. Customer reported no delivery alarm as past event and insulin was exited. Customer also stated that the alarm was not occurred during manual prime and issue was resolved by changing infusion set. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.